Manufacturer narrative:
G4:23dec2020 b4:(B)(6)2020 the field service engineer replaced the front bezel to resolve the issue. The device passed all testing, returned to full functionality and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the navigation ring on the device was not working. The device was not in use at the time of the event. This issue was discovered during user checks. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated the changes could still be made via the touchscreen. The touchscreen has been calibrated and the customer stated there were no error codes and the touchscreen is working with no issues. A philips field service engineer (fse) was dispatched to the customer site to provide additional onsite assistance.